Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7x scissors were broken, they would not open and close. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the shaft was loose/detached from the handle; the wires were still intact. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(6) 2010. (B)(4).